Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that approximately 6 weeks after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a recurrence of atrial fibrillation (a fib). The patient reported their heart rate reached 140, the patient's metoprolol was increased, however, two days later the issue was still present, so the patient was admitted to the hospital. They were given digoxin intravenously and underwent a EKG, x-ray imaging, a transthoracic echocardiogram (tte), and blood work was performed. They were discharged the following day, and the episode was considered resolved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.